Manufacturer narrative:
2.3 PMA number estimated as medtronic stent graft type not confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx endoanchors were implanted in the patient for the endovascular treatment of a type ia endoleak in a medtronic stent graft. During the procedure it was reported the 7th endoanchor would not load, a number of attempts were made to load other anchors to the cassette without success. Another applier was then used to complete the procedure. Per the physician the event was due to a product defect no cause of the type ia endoleak was reported no additional clinical sequalae were reported and the patient is fine.